Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. After troubleshooting of the unexpected restart alarm, the unexpected restart alarm occurred again. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Assisted customer in performing a self-test which was passed. Error table indicates the pump should be replaced. The customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.